Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Leds continue to burn although switched off at the processor. This event occurred at the time of during use. There was no report of patient harm.

Manufacturer narrative:
Correction information g6: follow up #1 h6: coding changed based on the investigation result we confirmed that the led and pcb replaced. If additional information becomes available, a supplemental report will be filed with the new information.